Event description:
It was reported that bd ultra fine¿ pen needles had not flow during injection. The following information was provided by the initial reporter: material no: (B)(6) batch no: 9310074 it was reported medication will not flow when taking injection.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd ultra fine¿ pen needles had not flow during injection. The following information was provided by the initial reporter: material no: 320122, batch no: 9310074. It was reported medication will not flow when taking injection.